Manufacturer narrative:
Citation: sobajima m et al. B-type natriuretic peptide regulation in patients with severe aortic stenosis following transaortic valvular implantation. Int heart j. 2020 jul 30;61(4):734-738. Doi: 10.1536/ihj.20-067. Epub 2020 jul 18. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the correlation between b-type natriuretic peptide and other clinical variables in patients with severe aortic stenosis who underwent transcatheter aortic valve implantation (tavi). All data was collected from a single center registry. The study population included 96 patients and was predominantly female with a mean age of 84.7 years. An unidentified number of patients were implanted with medtronic corevalve or evolut r transcatheter valves. No serial numbers were provided. Among all patients, an undisclosed number of deaths occurred within 30 days after tavi. Multiple manufacturers transcatheter valves were implanted in the study population. None of the deaths were directly associated with medtronic product. Among all patients, adverse events included: cardiac tamponade, atrioventricular block, severe infection, and moderate to severe aortic regurgitation. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.